Event description:
It was reported that the user announced two meals within approximately 25 minutes, resulting in two insulin deliveries and subsequent hypoglycemia while using the ilet bionic pancreas; the event was managed through troubleshooting and education on appropriate meal announcements and treatment sequence for lows. Symptoms included tiredness associated with low glucose, with a nadir of 45 mg/dl and subsequent upward trend. Outcomes included recovery to target range during the call without need for emergency care. Investigation included customer interview, review of reported glucose trend, and device-use education. Investigation of this case revealed user error related to accidental duplicate meal announcement and misunderstanding that the pump cannot raise glucose. It was concluded that the device functioned as designed and the event was attributable to use error, with additional training scheduled to reinforce meal announcement practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.